Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with right ventricular (rv) lead fell a month ago and the physician found out recently that one of the lead was fractured. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
A supplemental report is being filed as additional information was received indicating that this right ventricular (rv) lead was explanted due to fracture. Hence, event deemed to be a serious injury. No additional adverse patient effects were reported.